Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 31 mg/dl and current blood glucose was 74 mg/dl. Customer treated low blood glucose with food and glucose tablets. Customer stated that, when she experiences the low her brain was foggy and at one time after she uploaded her pump her start right rep told her she was not in auto mode. Based on customer report customer does not allege pump was over delivering. Customer stated that, the led blinked on and off. Customer to monitor pump and blood glucose. The device will not be returned for analysis.